Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they are unable to charge the implanted neurostimulator (ins). Patient stated the controller keeps saying different things and sometimes they have the recharger plugged in while lying on a chair and the controller shows 100%, sometimes it keeps searching for the implant but cannot find it. Patient mentioned that they turned the controller off and on and attempted to recharge the implant but it would not charge. Agent had patient reset the controller with ac power supply. Patient confirmed no visible damage to the controller and battery pack. Agent had patient blow air into the controller charging port and wipe the recharger pins. Patient confirmed controller turned on and the charging indicator light was flashing green. Agent had patient disconnect the ac power supply, unlock the controller, connect the recharger and start the ins recharge session. Patient reported seeing "no device found" message. Patient pressed 'recharge' and entered passive recharge mode with 100-100-100. During passive recharge mode, patient reported seeing "unable to recharge" message; patient stated they did not move an inch. Patient mentioned they noticed a yellow light on the controller. Patient also mentioned that the controller was 60% charged. Patient inspected the recharging antenna and stated that the cord where it connects to the paddle doesn't look right and appears burnt but not bad. Patient mentioned they have to wiggle the cord to get the implant to charge. Patient added that sometimes it works but sometimes it does not. Patient stated they have to reset the controller and start all over again. Patient confirmed they did not have any recent falls or traumas near the implant. For the event date, patient stated 2-3 days ago, approximately may 30th. The issue was not resolved. A request was sent to the repair department to replace the recharger. The patient called back in stating they received the new recharger but the patient was under the impression the controller has been replaced too. Agent reviewed the replacement process.

Manufacturer narrative:
97755-s, sn (B)(6) was returned for product analysis. Analysis found no device found message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.